Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter removal difficulty occurred. The 80% stenosed, moderately tortuous and mildly calcified target lesion was located in the left superficial femoral artery. An opticross¿ 18 imaging catheter was selected for use. During a percutaneous transluminal angioplasty (pta), a non-bsc guidewire was passed through the target lesion then the opticross¿ 18 imaging catheter was inserted to visualize the lesion which had an in-stent restenosis. Upon removal of the opticross¿ 18 from the 6f 10m introducer sheath, resistance was noted. After performing plain old balloon angioplasty (poba) using a 5mm x 60mm sterling balloon catheter, the physician then attempted to reinsert the opticross¿ 18 but failed. The procedure was completed with another opticross¿ 18 imaging catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end and a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter removal difficulty occurred. The 80% stenosed, moderately tortuous and mildly calcified target lesion was located in the left superficial femoral artery. An opticross¿ 18 imaging catheter was selected for use. During a percutaneous transluminal angioplasty (pta), a non-bsc guidewire was passed through the target lesion then the opticross¿ 18 imaging catheter was inserted to visualize the lesion which had an in-stent restenosis. Upon removal of the opticross¿ 18 from the 6f 10m introducer sheath, resistance was noted. After performing plain old balloon angioplasty (poba) using a 5mm x 60mm sterling balloon catheter, the physician then attempted to reinsert the opticross¿ 18 but failed. The procedure was completed with another opticross¿ 18 imaging catheter. No patient complications were reported and the patient's status was stable.